Event description:
Customer reported low blood glucose. The paramedics treated the customer's blood glucose. The bolus history, priming and other settings were reviewed and nothing seems unusual. However, the customer is under mulitiple medications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.